Manufacturer narrative:
Correction: g8: correction: in review, of medwatch 3006695864-2021-07996 this event has been assessed not reportable due the fact, the suction loss during laser firing did not occur and the event occurred during the docking stage and prior to laser firing. This is not considered required intervention to prevent permanent impairment or damage: medical or surgical intervention is necessary to preclude permanent impairment of body function, or prevent permanent damage to a body structure was the result of the event. This does not meet the criteria of a reportable malfunction. There will be no more information provided for mfg reporting no. (B)(4).

Manufacturer narrative:
Telephone: (B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported there was suction loss during the laser firing treatment with the catalys system. The liquid optics interface was replaced, and the procedure was completed successfully. No patient injury reported.